Event description:
It was reported that the patient presented in the clinic for a lead revision procedure. The patient experienced fatigue and shortness of breath due to atrial lead's failure to sense, resulting in pacing inhibition. During the procedure, the helix of the atrial lead failed to extend. The atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section a1, a3a, date of birth, d6a.

Manufacturer narrative:
Correction: b5, h6.

Event description:
It was reported that the patient presented in the clinic for a lead revision procedure. The patient experienced fatigue and shortness of breath due to the atrial lead's high capture threshold and failure to sense, resulting in pacing inhibition. During the procedure, the helix of the atrial lead failed to extend. The atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were failure to sense, inadequate capture and failure to extend helix. As received, a complete lead was returned in one piece for analysis. The helix was extended and clogged with blood. The reported event of failure to extend helix was confirmed. X-ray inspection found the inner coil was over-torqued at the connector region consistent with procedural damage. The cause of failure to extend helix issue was isolated to blood in the helix region and over-torqued of the inner coil. The reported events offailure to sense, inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.